Event description:
It is reported that 3 screws labeled 33mm in length were opened. Once the scrub opened all the packaging it was noticed that 2 of the 3 screws were actually 48mm in length. These screws were immediately passed of the filed and 2 new 33mm screws were opened.

Manufacturer narrative:
This report will be amended when our investigation is complete.